Manufacturer narrative:
Pt identifier - (B)(4). Concomitant medical products: - compr srs mod stem - 11x150mm, cat#: 211264, lot#: ni; compr srs prox bdy, cat#: 211220, lot #: ni. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05058, 05059, 05061, and 05062.

Event description:
It was reported that the patient experienced recurrent right shoulder dislocation/subluxation forty-five (45) days post-implantation of a reverse total shoulder arthroplasty. Subsequently, the patient underwent a revision procedure approximately one (1) year post-operatively to add a linked custom prosthesis to correct the dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.